Event description:
On 2/25/98 the account reported an erratic ck-mb result of 60.4 ng/ml, which was run on the axsym analyzer heparin protocol was initiated with the anticipation of a myocardial infarction. The customer became aware that the sample did not receive bulk solution #3 approx 12 to 24 hours after the erratic result was reported. The sample was retested after bulk solution #3 was replaced and a result of 4.7 ng/ml was generated. A corrected result was issued on 2/26/98. A negative result was confirmed from a different facility by another method. The heparin therapy was discontinued after the result from 2/26/98 was issued.

Event description:
On 2/25/98 the account reported an erratic ck-mb result of 48.7 ng/ml, which was run on the axsym analyzer. Heparin protocol was initiated with the anticipation of a myocardial infarction. The customer became aware that the sample did not receive bulk solution #3 approx 12 to 24 hours after the erratic result was reported. The sample was retested after the bulk solution #3 was replaced and a result of 3.8 ng/ml was generated. A corrected result was issued on 2/26/98. A negative result was confirmed from a different facility by another method. The heparin therapy was discontinued after the result from 2/26/98 was issued.

Event description:
On 2/25/98 the account reported an erratic ck-mb result of 47.5 ng/ml. Which was run on the axsym analyzer. The pt was transferred to hospital because of the result. The customer became aware that the sample did not receive bulk solution #3 approx 12 to 24 hours after the erratic result was reported. The sample was retested after bulk solution #3 was replaced and a result of 3.1 ng/ml was generated. A corrected result was issued on 2/26/98. Further diagnosis and treatment are unk due to the pt being transferred.